Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of cut test failure to be related to the customer reported complaint. The vse instrument was found to have several cut failures based on review of the logs. However, the failures were not replicated during in-house testing. The vse was installed onto an in-house system and passed initialization. The vse moved intuitively with full range of motion in all directions. The grips opened and closed properly. A cut test was performed several times and passed on each execution. The blade was inspected and no blade or knife cable damage was observed. There was no problem detected. An instrument review was performed and the following was confirmed: the logs confirmed that the customer performed a benign hysterectomy on (B)(6) 2022 on system sk2203. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, while the surgeon was trying to remove the tubes, the surgeon attempted to use the vessel sealer extend (vse). However, the vse would not make the cut to detach the tubes from the ovary. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgeon was sealing and cutting and the issue with the vessel sealer extend occurred from the beginning. There was a regular tone that was heard during the pedal press. It was unknown if the seal completion tone was heard, but no sealing occurred when the surgeon attempted to remove the ovaries. The surgeon used a spare vessel sealer extend. There was no patient injury or harm and the procedure was completed robotically.